Manufacturer narrative:
The device remains functioning in the patient. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. This medwatch is for the gore excluder aaa endoprosthesis iliac extender component. An 18 fr gore introducer sheath was also involved in this event. Please reference medwatch 2017233-2007-00087 for the 18 fr gore introducer sheath. In 2007, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component (pxt261214/lot# 04783719), a gore excluder aaa endoprosthesis contralateral leg component (pxc121000/lot#04850064), and a gore excluder aaa endoprosthesis iliac extender component (pxl161007/lot#04687007) were implanted. The following day, a gore excluder aaa endoprosthesis contralateral leg component (pxc141000/lot#04648922) was implanted.

Event description:
Please refer to medwatch 2017233-2007-00087 for the initial event description. It was reported that the physician clamped the distal end of the iliac extender component when the external iliac artery was surgically repaired. Postoperatively, the iliac extender component occluded. In 2007, a gore excluder aaa endoprosthesis contralateral leg component was implanted and the occlusion was successfully repaired.